Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6) 2015 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited an impedance warning. The rv lead re mains in use. No further patient complications have been reported as a result of this event.